Event description:
There was noise noted on both the atrial and ventricular electrograms of permanent pacemaker which led to oversensing. This occurred in a phasic manner. Patient admitted for replacement of pulse generator. Upon explant of the device, a visual examination of the connector block found damage to the grommets. There was oversensing in both channels noted. A medtronic adapta dr permanent pacemaker was then implanted. Patient had a satisfactory outcome and was discharged home. ====================== manufacturer response for permanent pacemaker, enrhythm======================visual examination of the connector block found damage to the grommets. This could cause oversensing in the device. The cause for the damage could not be determined. Testing of the programmable features and output ranges determined the generator was functioning normally.

Event description:
There was noise noted on both the atrial and ventricular electrograms of permanent pacemaker which led to oversensing. This occurred in a phasic manner. Patient admitted for replacement of pulse generator. Upon explant of the device, a visual examination of the connector block found damage to the grommets. There was oversensing in both channels noted. A medtronic adapta dr permanent pacemaker was then implanted. Patient had a satisfactory outcome and was discharged home. ====================== manufacturer response for permanent pacemaker, enrhythm======================visual examination of the connector block found damage to the grommets. This could cause oversensing in the device. The cause for the damage could not be determined. Testing of the programmable features and output ranges determined the generator was functioning normally.